Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, some resistance was felt at the transition of the end of the sheath when inserting the valve. As a result, the end of the esheath+ was torn. There was no patient harm associated with this reported event.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The 14 fr esheath plus was returned to edwards lifesciences for evaluation. The returned device was visually inspected, and the following was observed: sheath fully expanded as designed, slight curvature on sheath shaft, tip opened along axial score line, distal tip torn radially, stretching noted throughout distal tip area, scratches seen along shaft near distal tip, scratches noted on sheath shaft just distal to strain relief and all score lines present. Imagery was not provided for review. During manufacturing of the esheath plus, the esheath plus and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath plus usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. In this case, ''some resistance was felt at the transition of the end of the sheath when inserting the valve. As a result, the end of the esheath+ was torn''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events identified in pra. While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, returned patient imagery showed calcification in the patient's access vessel. Per the procedural training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can lead to non-coaxial alignment between the valve and sheath, which may lead to increased resistance or an increased potential for the valve struts to catch onto the sheath distal tip during advancement. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was initiated to investigate the cause and assess the risk associated with radial tip tearing on the esheath. Although the pra was originally initiated for the esheath, no changes related to tip manufacturing were implemented for the esheath plus, including tip composition, formation, scoring, inspection, and testing. To address the issue, a corrective action preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified.